Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostic testing resulted in a high impedance reading. The patient had recently undergone generator replacement surgery on (B)(6) 2013. It was reported that the patient was referred for surgery. It is unknown if the physician programmed the device off after observing the high impedance. The patient underwent lead replacement surgery on (B)(6) 2013. Attempts to have the lead returned for analysis have been unsuccessful to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up with the physician found that the patient's device was not disabled (to 0ma) after the observation of high impedance. X-rays were taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The x-ray report from the physician indicates the vagus nerve leads appear intact and there is a new pacer device since last study.